Manufacturer narrative:
Additional information: a2, d4, h4. H3, h6: the devices, used in treatment, were returned for evaluation. A lab analysis was conducted and confirms as received oxinium femoral head showed significant signs of wear and gouging on all surfaces of the od that went far beyond the oxide layer. The shape of the od was no longer spherical. This type of wear is indicative of the oxinium head articulating on the titanium acetabular shell over time. The gouging is typically observed to occur during removal and/or abruptly coming into contact with the acetabular shell. The ID taper appeared to be in fair condition; this and the gouging along the rim surface indicate that the head was well fixed to the proximal taper of the stem. A medical investigation was conducted and confirms this case reports that a revision surgery was performed after the experienced metallosis after a tha. There are photos of the explanted head and liner, which both show wear. However, per email correspondence, the requested surgical reports and x-rays are not available. Therefore, the patient impact beyond the revision cannot be determined, and the metallosis cannot be confirmed. Due to the limited information provided, no further clinical assessment is warranted. Should additional clinically relevant documentation become available, the clinical/medical task may be re-opened. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Some potential probable causes for this event could include damaged product, implant corrosion or wear. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tha had been performed, the patient experienced metallosis. A revision surgery was performed to revise the worn oxinium fem hd 12/14 28mm +8 and an unspecified liner. The patient outcome is unknown.